Event description:
The pharmacist at hospital, reported the following: ¿patient implanted with a thp in 2007. Cup was worn. Cut the femoral head. The stem went through the acetabulum to stay and injure the patient¿s hip. Much pain.¿

Event description:
The pharmacist at hospital, reported the following: ¿patient implanted with a thp in 2007. Cup was worn. Cut the femoral head. The stem went through the acetabulum to stay and injure the patient¿s hip. Much pain.¿

Manufacturer narrative:
Visual inspection of the returned device confirmed that there is a hole worn in the shell, it is the size and shape of the returned ceramic head. There are numerous scratches and indentations on the side of the shell that would have been assembled with an insert. There is an area of impingement on the rim of the shell nearest to the hole. These damage modes are consistent with fracture of a ceramic insert and subsequent contact of the ceramic head with the acetabular shell, creating the observed hole. The scratches and indentations observed are consistent with the fragments of the fractured insert rubbing off the inside of the shell. The observed impingement is consistent with the neck of the stem making contact with the shell after the ceramic insert had fractured. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases were reviewed from date of manufacture to present for similar reported events regarding insert fracture. There have been no other events for the lot referenced. Based on the provided information, the product reported in this investigation did not contribute to the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.